Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 3 days after the dental implant was installed in intraoral region #11, its removed was performed due to its lack of primary stability. Ten ncm of primary stability was achieved. The patient presented insufficient bone quality/ quantity.